Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
Per sales representative, a facility reported that a glidepath catheter "sliced" open above the cuff. Facility had limited information but the sales representative stated that it was not an alpha curve catheter. Facility did report that the catheter was removed from the patient ok and a new one was not placed because they already had a second catheter in place for other access. No patient injury reported.